Manufacturer narrative:
(B)(4). Investigation: a service call found the centrifuge pressure sensor to be out of calibration, however, it was failing in a conservative manner with an alert. The alert would not contribute to an over collection of rbcs. Otherwise, the equipment was found to meet specifications. According to the run data file (rdf) analysis during this procedure the other alarms that occurred concern volume issues. The procedure was shut down when too many of these alarms were received. This prevented any further volume issues which kept the donor safe from hypovolemia. The equipment also flagged the procedure with a verify rbc volume alert. DHR review: no issues found. Conclusion: the investigation did not find any conclusive causes for the high rbc collected volume. No unusual process variable was identified. The equipment operated as intended.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. The customer reported a discrepancy in the volume of rbcs displayed by the trima versus what volume they were measuring of the actual product. The trima stated that 131 mls was collected but the measured volume was 299 mls. The customer was targeting 500 mls of rbc in the procedure, so in this incident the volume collected was not above the target or greater than the (B)(4) tbv safety limitation of trima.